Event description:
The target lesion was a 100% stenosed, cto, de novo, moderately calcified, moderately tortuous distal left circumflex. A cypher stent (unknown size) was previously implanted on an unknown date at the left anterior descending to the left main trunk. A guide wire crossed the target lesion through the strut of the previously implanted cypher stent and then the lesion was pre-dilated with two balloons. As the 2.5x23mm cypher stent was being delivered to the target lesion, resistance was felt at the ostium of the left circumflex and the cypher could not advance forward. The physician decided to remove the cypher out of the pt but the cypher stent was stuck. The physician then yanked the cypher out and only the stent delivery system was retrieved leaving the stent inside the pt. Coronary angiography was conducted which confirmed the dislodged cypher stent was actually jailed by the initially implanted cypher. To remove the dislodged stent, the physician pulled the stent strongly out of the pt with a snare. The physician found that the stent became elongated in the axial direction. Because excessive force was used to remove the dislodged stent, the initially implanted cypher was crushed and was left at the lateral of the left anterior descending to the left main trunk. Although the physician inserted a guide wire again to continue the procedure, the balloon did not cross the target lesion, and in addition, the guide wire seemed to cross the false lumen, therefore, the procedure was finished. A coronary angiography will be conducted to observe the patient's prognostic in one to two weeks.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.